Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, when the reload was loaded, it was found that blade already pushed forward and the stapler fired. Tried to open the jaws again but it would not and the device was making some weird clicking noise. The jaws were not able open or straighten. The reload was not able to disconnect as well and had to disconnect the whole adapter including the reload. Brought a new powered handle with a new adapter and reload to complete the case. After the procedure, tried to connect the adapter with the reported powered handle and it made that the same clicking noise after connecting. The lights on the display indicated solid green. It was also noted that the reload was bent too far and cracked on one side that's why it was not able to position back into the middle. Device was not used in patient. There was no patient injury.

Manufacturer narrative:
Additional information: d9,g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload came attached to the returned signia adapter. The reload was received clamped, fully fired, and articulated. The knife blade was at the 0 cm cut line. The reload laminates were bent and protruding through of the blow out plate. It was reported that the articulating device experienced difficulty in straightening or aligning distal end to the neutral position, the device was difficult to unload, the device broke and the device had bent out of its intended shape. The reported issues were confirmed. The most likely cause was not traced to the device. These issues may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. It was also reported that the staples released prematurely from the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the endo gia¿ ultra universal stapler enables articulation up to 45° in either direction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.